Event description:
The MFR received info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's system board will be replaced to address the issue. Other - device has been evaluated but not repaired, pending customer approval of the estimate.